Event description:
It was reported that the stand was broken, and the v60 ventilator will not remain on it. There was no patient involvement. The customer was provided with part numbers foot kit, cpu tray cover, thumbwheels and stand adapter plate. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution name: (B)(6).

Manufacturer narrative:
Upon a follow up the customer reported that the issue was resolved. Reportedly, the unit had a missing thumb screws. No further information provided.